Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the screen was cracked because the customer lost balance while wearing the pump and hit the door knob. The customer stated the pump did not turn on and was no longer functional. There was no impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.